Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart error alarm. Customer reported that insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 452 mg/dl, which was treated with manual injection. Customer would monitor insulin pump and call back should alarm persist.